Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt) since (B)(6) 2021, experienced a cardiac arrest during hd therapy on (B)(6) 2021. Per the received documentation, the patient arrived for their regularly scheduled hd treatment on (B)(6) 2021 with no complaints. The patient¿s pre-treatment vitals included: blood pressure = 113/65 (sitting), 130/66 (standing), pulse = 86, respirations = 18, temperature = 97.9, weight = 61.6 kgs. The treatment was initiated at 10:24 am and progressed without issue until 12:41 pm, when the patient¿s treatment was terminated. Although the exact timeline was not provided, the treatment record states the patient became unresponsive at approximately 12:41 pm. The patient¿s hd nurse noted the patient¿s blood pressure was 106/57 (considered hypotensive for patient), pulse was 174 and 2 liters of normal saline were infused. It appears despite the normal saline bolus; the patient became pulseless and ceased breathing. Cardiopulmonary resuscitation (CPR) measures were initiated at 12:41 pm, and an automated external defibrillator was applied. A shock was given at 12:43 pm and the patient¿s pulse returned at 12:47 pm. The patient¿s blood pressure was 83/42 and their pulse was 110. Emergency medical services arrived (time not provided) and transported the patient to the hospital (fistula needles left intact for transport), where they were admitted to the intensive care unit (ICU). The patient¿s current disposition is unknown; however, the patient remains hospitalized following the events. A review of the hd treatment record did not indicate any alarms occurred, and per the user facility¿s clinic manager (cm) there is no concern a fresenius device(s) and/or product(s) caused or contributed to the events. Following the events, the 2008t hemodialysis system was sequestered, the ultrafiltration checklist was completed, and functional compliance testing/verification was also completed. The 2008t hemodialysis system passed all testing and performed as expected per the manufacturer specifications and was placed back into service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system, and the patient¿s adverse events of cardiac arrest, characterized by hypotension, loss of consciousness and pulselessness during hd therapy. The etiology of the events are unknown; therefore, causality cannot firmly be established. However, per the patient¿s user facility (cm), there is no concern a fresenius device(s) and/or product(s) caused and/or contributed to the events. Studies have shown esrd patients are at significantly greater risk of sudden cardiac events/arrest, then those in the general population with similar comorbidities. Based on the totality of the information available, the 2008t hemodialysis system cannot be excluded from having a possible contributory role in the patient¿s hypotension, loss of consciousness, pulselessness and cardiac arrest. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the events. However, the patient was actively undergoing hd therapy when the events occurred. Post event testing did not reveal any non-conformities or deficits. However, without additional information from the hospital (e.g., discharge summary or hospital records), this clinical investigation cannot disassociate the device from a possible contributory role in the serious adverse events. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt) since (B)(6) 2021, experienced a cardiac arrest during hd therapy on (B)(6) 2021. Per the received documentation, the patient arrived for their regularly scheduled hd treatment on (B)(6) 2021 with no complaints. The patient¿s pre-treatment vitals included: blood pressure = 113/65 (sitting), 130/66 (standing), pulse = 86, respirations = 18, temperature = 97.9, weight = (B)(6) kgs. The treatment was initiated at 10:24 am and progressed without issue until 12:41 pm, when the patient¿s treatment was terminated. Although the exact timeline was not provided, the treatment record states the patient became unresponsive at approximately 12:41 pm. The patient¿s hd nurse noted the patient¿s blood pressure was 106/57 (considered hypotensive for patient), pulse was 174 and 2 liters of normal saline were infused. It appears despite the normal saline bolus; the patient became pulseless and ceased breathing. Cardiopulmonary resuscitation (CPR) measures were initiated at 12:41 pm, and an automated external defibrillator was applied. A shock was given at 12:43 pm and the patient¿s pulse returned at 12:47 pm. The patient¿s blood pressure was 83/42 and their pulse was 110. Emergency medical services arrived (time not provided) and transported the patient to the hospital (fistula needles left intact for transport), where they were admitted to the intensive care unit (ICU). The patient¿s current disposition is unknown; however, the patient remains hospitalized following the events. A review of the hd treatment record did not indicate any alarms occurred, and per the user facility¿s clinic manager (cm) there is no concern a fresenius device(s) and/or product(s) caused or contributed to the events. Following the events, the 2008t hemodialysis system was sequestered, the ultrafiltration checklist was completed, and functional compliance testing/verification was also completed. The 2008t hemodialysis system passed all testing and performed as expected per the manufacturer specifications and was placed back into service.